Event description:
Patient presented with post-op drainage approximately 6 to 8 weeks after initial surgery. Surgeon cultured the drainage, implants and suture and then removed everything. Surgeon did not attempt to do another repair for fear of infection. One (B) (4) and two (B) (4) were used during initial surgery/repair. Surgeon implanted the anchors in the normal fashion preparing the sites with the gold awl. Since the surgery, the patient had a continual drainage. The surgeon went in again to scope the sties and observed that the anchors were loose. He then observed that the holes around the anchors had gotten larger. The cultures came back negative. Patient is a fairly young male.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).